Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
It was reported that a secondary 2gm magnesium bag was hung at 9:16 am and by 9:40 am the bag was empty, so a new bag was hung. The nurse noticed the pump said there should still be 35mls left so she paused the pump. Even with the pump paused the bag was still dripping. The nurse noticed the primary bag was getting fuller so the secondary line was clamped. The pt was on the one/bmt unit. There was no report of pt harm or medical intervention. No further pt or event details were provided.